Event description:
During preventative maintenance of the device, the technician reported the level system would not power off or reset with the power button on the safety monitor. The technician replaced the level detection board. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.